Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer intermittently boots to a blank screen. A power cycle was performed, and the programmer was then started. An attempt was made to update the software, but the programmer reverted to the blank screen on multiple attempts with the system fans still running. The device was unable to be tested as the programmer kept reverting to a blank screen. The device requires a mother board which is not available. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed during re-connection with a device. It was further reported that the programmer was unable to reboot following disconnection and booted up to a black screen. The programmer has been returned for service. No patient complications have been reported as a result of this event.